Event description:
It was reported that the battery casing for battery power line will not hold a charge. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The customer's complaint that the (6886) battery casing will not hold a charge was confirmed. The unit was tested and it was confirmed that this battery contacts and seal gasket are damaged. Evidence indicates this is due to usage wear over time. Device receipt date; 20-aug-2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. The item was previously returned for service on 20-sep-2013 due to leaking. A service request for this item was called in on 27-feb-2014 because the device will not hold charge. The previous service condition of leaking is not relevant to the current complained issue of the device not hold charging. The manufacture date of this item is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.